Event description:
It was reported that t:slim x2 pump battery would not charge and customer experienced issues with charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up communication, and technical support requested additional customer information by email to complete documentation, but no further details or actions were provided.